Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ht70 plus ventilator generated a message related to the coin battery. The ventilator was not on a patient at the time of the event. The ventilator was received for evaluation and the customer reported issue was confirmed. The voltage from the lithium metal coin battery was reported to be low. The lithium metal coin battery was replaced, which resolved the issue.